Event description:
After removing the catheter from the sterile packaging, it was noted (during routine inspection prior to use) that the tip was misshaped. The product was removed from service, and the company clinical rep made aware.